Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse ran the instrument but did not observe any active leaks. He found that the instrument was giving vote outs for differential parameters. The engineer noticed that the tubing through pinch valve pv27 was clogged. Pinch valve pv27 controls the erythrolyse ii delivery to the reagent pumps pm6 and pm7. The fse flushed the tubing through pinch valve pv27 and the instrument gave proper results for all parameters. The repairs were verified per established procedures. Upon recur; the clog in the tubing through pinch valve pv27 is likely to cause erroneous differential results due to improper sample or erythrolyse delivery to the diff mixing chamber. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported a leak inside their lh500 instrument. The instrument was giving vote outs for differential results when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.